Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. Subsequently, the shaft broke outside of the patient's body outside the guide catheter. The device was retrieved and the procedure was completed with another 2.50 x 16 synergy stent. No patient complications were reported and the patient was doing well.